Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filled for inability to close the clip, as well as the clip arms opening unexpectedly which both have the potential to cause or contribute to patient injury.it was reported that on (B)(6) 2016, the clip delivery system was removed from the packaging and it was noted that the clip was in the inverted position. An attempt was made to close the clip, but it would not close nor would it open further. The device was not used and there was no patient involvement. The mitraclip procedure was completed, using a second mitraclip. Mitral regurgitation was reduced from grade 4 to grade 2. Post procedure, additional manipulation of the non-implanted clip was performed and the clip arms sprung open. No additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation fully closed within the clip introducer; therefore, the reported inverted clip during unpackaging could not be tested. The reported clip actuation issues of clip unable to open, clip unable to close and clip arms jumping were not confirmed via returned device analysis and the investigation was unable to determine a definitive cause for the reported clip actuation issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.